Event description:
The facility reported: "three different tubes failed on three different pts in one day. The facility is unsure of the actual sizes or lot numbers of the tubes involved." Facility submitted the following list of suspected lot number, m024860, m030650, m043600, m030150, m032960, m041440, m041420, m031040, m015530.